Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on ((B)(6) 2025). The patient's blood glucose levels reached 700 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia. Vomiting and feeling disoriented. The patient reports their blood glucose level had not decreased after delivering correction boluses. Once at the hospital the patients pod was removed. The patient was placed in the intensive care unit. The patient was treated with intravenous insulin. After 2 days in the intensive care unit the patient left the hospital with their blood glucose level at 450 mg/dl. The patient reports they had gone to an appointment with their endocrinologist the following day and was started on a new controller that had been received from a previously reported complaint. The patients pod will not be returned as it has been discarded.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.